Event description:
On 6/10/93 a pacer cardiverter defibrillator (pcd) was implanted status post sudden cardiac death due to a ventricular fibrillation arrest in may 1993. On 7/30/93 underwent aspiration of a hematoma and exploration of the subcutaneous pocket of the pcd. On 2/3/94, during a routine follow-up visit status post pacer cardioverter defibrillator (pcd) implantation, an electrophysiology study revealed a malfunctioning pcd due to fracture of the right ventricular apex (rva) lead and patient was hospitalized on that same day for close monitoring and for lead removal and replacement. Since the pcd was implanted on 6/10/93, patient had been asymptomatic with no firing of the pcd. On 2/7/94, the fractured rva lead was removed and noted to have a "crush" injury with loss of integrity, and was replaced with a new rva lead. Post-operatively, patient had no complications and was discharged home on 2/8/94.